Manufacturer narrative:
Patient information: unknown as information was asked but it was not provided. Date of event: unknown as information was asked but it was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was damaged and unused. Per additional information received it was a very difficult case and once inserted surgeon needed to remove the iol and insert a different lens. There was no incision enlargement, no sutures and no vitrectomy. The patient was doing good when discharged. No further information received.